Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the surgeon placed the ar-3680 implant bi-cortically. When passing the suture through the knotless mechanism the implant completely came out. The surgeon reset the anchor and reinserted. This same process happened a total of three times. The surgeon then switched to a proximal button. This surgeon is well versed in fibertaks and the implant was secure before trying to pass the sutures through the knotless mechanism.